Event description:
Positive advia centaur (B)(6) results were obtained by the customer on three pt samples. The positive (B)(6) pt samples were tested by another test method and the results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the reactive (B)(6) results.

Manufacturer narrative:
The cause of the positive advia centaur (B)(6) pt results are unk. The IFU states: "assay performance characteristics have not been established when the advia centaur (B)(6) assay is used in conjunction with other mfrs' assays for specific (B)(6) serological markers. No further evaluation of the device is required.